Event description:
It was reported that this right ventricular (rv) lead poked hole in the tricuspid area. This rv lead was explanted and replaced with a different model. No additional adverse patient effects were reported. Additional information indicated that this rv lead exhibited no perforation. The patient had mild symptoms. This rv lead was kept by the hospital.